Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the mouthguard were smooth. No major cracks were found. Mouthguard's layers were intact and were not separated. The mouthguard turned yellow due to normal usage. The mouthguard was returned in a very clean condition. The case was also returned in a good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. There were no defects nor non-conformities found with the mouthguard. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using comfort hard-soft bite splint mouthguard. The patient complained of losing sensitivity and inflammation on the left side of upper and lower jaws. The patient developed the symptoms shortly after wearing the mouthguard for several days. The patient was advised to use over-counter mouthwash to treat the symptoms (brand was not provided). It was not known the symptoms lasted for how long after the patient stopped using the mouthguard. The patient's current status was reported to be good. The doctor made adjustment for better fit on the # 6 area. The office advised the patient to clean the mouthguard using toothpaste and cold water. The patient has history of high blood pressure and has no known allergy.